Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a two vascular stent overlap technique procedure, one vascular stent allegedly failed to deploy. It was further reported that the t-luer adapter was allegedly detached. Reportedly, the delivery system was removed without incident from the patient and an alternative device was use to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the sample evaluation it was confirmed that the t-luer adapter detached from the handgrip, which made stent deployment impossible by using the trigger or slide method. The stent was found completely loaded and could be easily deployed during evaluation by using the pin and pull technique (conventional method). As a result of the investigation performed the complaint was confirmed. However, based on the available information and the evaluation of the returned sample, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the labeling it was found that the instruction for use (IFU) sufficiently addresses the potential risks. Regarding the usage of a damaged product the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' And 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit', and 'the conventional method requires the user to remove the white conversion tab (m) before snapping the catheter out of the performaxx grip. The stent can then be deployed by using the conventional pin and pull-back technique'.

Event description:
It was reported that during a two vascular stent overlap technique procedure, one vascular stent allegedly failed to deploy in a calcified lesion in the proximal iliac communis artery via a contralateral approach. It was further reported that the t-luer adapter was allegedly detached. Reportedly, the delivery system was removed without incident from the patient and an alternative device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
This supplemental MDR is being submitted to submit additional changes made to the complaint file, and address this file is no longer reportable which was identified on (B)(4) 2016 during an audit review of closed files. The manufacturing review, investigation summary, and the labeling review remain unchanged. Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the sample evaluation it was confirmed that the t-luer adapter detached from the handgrip, which made stent deployment impossible by using the trigger or slide method. The stent was found completely loaded and could be easily deployed during evaluation by using the pin and pull technique (conventional method). As a result of the investigation performed the complaint was confirmed. However, based on the available information and the evaluation of the returned sample, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the labeling it was found that the instruction for use (IFU) sufficiently addresses the potential risks. Regarding the usage of a damaged product the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' And 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit', and 'the conventional method requires the user to remove the white conversion tab (m) before snapping the catheter out of the performaxx grip. The stent can then be deployed by using the conventional pin and pull-back technique'.

Event description:
It was reported that during a two vascular stent kissing technique procedure, one vascular stent allegedly failed to deploy in a calcified lesion in the proximal iliac communis artery via a contralateral approach. It was further reported that the t-luer adapter was allegedly detached. Reportedly, the delivery system was removed without incident from the patient and an alternative device was used to complete the procedure. There was no reported patient injury.